Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and did continuity resistance test and sensor failed per specification. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
The customer reported that the insulin pump suspended when her blood glucose level was not low. Customer's sensor glucose reading was low around 40 mg/dl but her blood glucose level was around 100 mg/dl. The sensor's cannula was bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.